Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (30,000 mcg/ml at unknown dose) and morphine (3 mg/ml at unknown dose) via an implantable pump for unknown indications for use. It was reported that about a week ago the hcp went to fill a patient pump and was only able to fill 12 ml of medication. The hcp stated that they were able to aspirate and refill the pump twice but they could only get 12 ml each time. The hcp stated that they set the pump to minimum rate since they were worried about what was in the pump. The hcp plans to bring the patient back in about one week to try the airlocked valve procedure. No symptoms/patient complications were reported.